Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that experiencing all kinds of trouble with the machine. Patient (pt) said they were feeling wires in their back and felt like a bunch of spider webs were on their back all the time. The issue started probably about 2 weeks ago on and off and finally stimulation shut down last wednesday. The machine said to call medtronic because it was not charging, not turning on, not doing nothing. The screen was on but it would not turn stimulation on. On the call instructed patient to press and hold to unlock. It said no device found. Instructed patient to plug in the recharger. It did not recognize that the cable was plugged in and did not go to the next screen, it just said 'connect the recharger'. Had pt unplug the cord. Patient saw no damage. Had patient clean the pins and plug it back in. It then went to the next screen and got stuck on checking the recharger. Patient also got 'battery low, replace controller batteries soon' message. Controller was charged from the wall. A request was sent to repair to replace the recharger. Managing healthcare provider (hcp). Patient did not know the name of hcp but provided clinic's name.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2019: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 31-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.